Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.patient information was requested.

Event description:
The customer reported that the ventilator has a battery failure alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the unit is out of warranty and the customer doesn't want to buy the battery. The customer declined service repair.